Event description:
It was reported that since having revision surgery, she experienced pain, clicking, limited motion and could barely walk. She believes her hip dislocated again and was revised approximately in 2003. Patient is unsure of what hip implants she had.

Manufacturer narrative:
An event regarding pain and limited range of motion involving an unknown hip system was reported. Device evaluation could not be performed as no items were returned. The provided medical records were rejected for review by a consulting clinician. A device history review and chr could not be performed because the device associated with this event was not returned nor was it properly identified. The event could not be confirmed nor the root cause determined due to the minimal information received, further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as left unknown stryker hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as left unknown stryker hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that since having revision surgery, she experienced pain, clicking, limited motion and could barely walk. She believes her hip dislocated again and was revised approximately in 2003. Patient is unsure of what hip implants she had.